Event description:
Reported as "could not get arterial pressure waveform on pump". The report further states, "[user] called because they could not get an arterial pressure waveform on the screen. They have a 50 cc fiberoptic connected. It was not zeroed prior to insertion. They have an ap fos signal out of range alarm. They have the central lumen connected to the pump. They tried to go to the transducer waveform and there was none. The pump is pumping at this time". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Reusable devices: UDI number unavailable as complaint product does not have a batch/lot number.

Manufacturer narrative:
(B)(4). Although no iabp part or recorder strip was returned for investigation; the customer did provide photos for evaluation. The first photo shows the "ap fos sensor out of range" alarm message and fos ap waveform is missing. Additionally, the photos show the pumping as normal using transducer "central lumen pressure". According to the field service management (fsm) database, no service updates have been received as of 09aug2024. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "could not get arterial pressure waveform" is confirmed based on the photos provided by the customer. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "could not get arterial pressure waveform on pump". The report further states, "[user] called because they could not get an arterial pressure waveform on the screen. They have a 50 cc fiberoptic connected. It was not zeroed prior to insertion. They have an ap fos signal out of range alarm. They have the central lumen connected to the pump. They tried to go to the transducer waveform and there was none. The pump is pumping at this time". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".